Manufacturer narrative:
Additional information was received that the patient was experiencing difficulty charging ipg and was having an unwanted stimulation. The patient underwent a revision procedure wherein the ipg was replaced and the lead was repositioned. One splitter was also explanted. No device malfunction was suspected and it was physician¿s preference. The patient was doing well post operatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo a lead and ipg revision for an unknown reason.

Event description:
A report was received that the patient will undergo a lead and ipg revision for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.